Manufacturer narrative:
Document review. Versafitcup acetabular shell - (B)(4) lot 112856: (B)(4). All parameters were found to be conforming to specifications valid at the time of mfg. Ten cups belonging to this lot have been already implanted and no incidents have been reported up to now. The failure of the press fit occurred (B)(4) times in the past, in the 2010 (MDR 2010-00024; 210-00027; 2010-00029) and, up to now, (B)(4). As in the past, also this case is high likely associated with a wrong reaming technique and the event is thought to be not device related.

Event description:
The versafitcup cup came loose when the hip was reduced. After 3 attempts made, the doctor switched to another cup.